Event description:
Customer reported issues with cartridge errors and the pump repeatedly requesting a new cartridge to be inserted, as well as an incorrect dosage of insulin displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was provided regarding actions taken.